Event description:
Reporter indicated that vns patient developed a severe infection at both the pulse generator/pocket and lead/cervical areas, requiring a 5-day hospital stay and subsequent explant. It was reported that the patient was seen by treating epileptologist approximately twelve days post-implant, at which time there were no reported issues. When the patient was seen by epileptologist recently, she no longer had the implant. To date, treating epileptologist has not received any information from the neurosurgeon regarding the event. Neurosurgeon reportedly told the patient that is would be a year before she would be able to be reimplanted with the vns therapy system. The patient is interested in obtaining another surgical consult. Both preoperative and intraoperative antibiotics were prescribed at the time of initial implant as well as a postoperative course of antibiotic therapy. The ncp tunneling tool was used as a single-use-only device during the implant procedure. The patient had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns patient surgery and is not implanted with any other devices. The infection was treated with antibiotics and explant of both the pulse generator and the lead (excluding electrodes). The infection has not yet resolved, although the patient's condition is reportedly good.